Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Hemolysis was confirmed to be found in the samples taken from the returned sets. The sets had not been temperature controlled so it was not possible to distinguish between the amount of hemolysis due to the procedure and the amount due to storage and shipping conditions. A service call was performed on the machine. The following was in the alarm history: "air in return chamber", "access pressure error", "pumps off too long", "plasma line contaminated", "ac infusion exceeds limit" and "leak in centrifuge". The charge nurse told the service representative that the plasma was a yellowish color and then turned red in the plasma line. The service representative completed a functional check out of the access and return pressure sensors, pumps, ccm, rbc sensor, ac and air detectors, valves, and centrifuge. The power supply voltages were also verified. A simulated run was completed without any problems being found. No issues were found with the disposables or the device. The cobe spectra system operated as intended. Root cause: based on the machine checking out as working properly, the disposables sets not having any misassemblies or other defects, and the patient not having any further issues with hemolysis during tpe procedures, it is likely that the albumin mixed by the pharmacy or the saline used for the procedure was not isotonic. The use of non-isotonic solutions will result in hemolysis of red blood cells.

Event description:
The customer called because she noted hemolysis in the plasma line and waste bag approximately 18 minutes into the therapeutic plasma exchange (tpe) procedure. She paused the procedure. The exchange fluid she was using was albumin that was mixed by the pharmacy. The bag of albumin said that it was mixed with sodium chloride. She started another procedure on the same machine. At the start of the second procedure, hemolysis was noted. She discontinued the procedure. The physician is not aware of any history of hemolysis associated with this patient. The patient is stable. No medical intervention was necessary for this event. Patient information is unavailable at this time. This report is being filed due to hemolysis.

Event description:
The customer was unable to provide any further patient information. The customer stated that there have been no further issues with subsequent tpe procedures for this patient since the reported incident.

Manufacturer narrative:
(B)(4). Investigation: eight spectra sets were returned. Six were unused, 2 used. The 2 used sets were inspected for misassemblies, kinks and occlusions. None were found. Samples from the waste bags were taken to be tested for hemolysis. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.